Event description:
Home health nurse reports one needle is leaking. Unknown if patient missed a dose. No adverse events reported. Unknown if product is available for return. No further information provided. Diagnosis for use: nonfamilial hypogammaglobulinemia.